Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: brazil. The customer reported that the blade doesn't exhibit precise cutting ability. As a result, there was damage to the pericardial membrane.

Manufacturer narrative:
No product is at hand. Teh device quality and manufacturing history records have been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. No CAPA is necessary.